Event description:
The customer reported that during a routine check while setting the unit up for use on a pt, the unit would not operate on battery power. The pt switched to another unit and therapy was initiated. No pt injury was reported.